Event description:
It was reported that iab was inserted through sheath into left femoral artery. After insertion, md found balloon would not inflate. Md tried inflating balloon w/syringe, but it did not inflate properly. Iab was exchanged. There were no reported pt complications.

Manufacturer narrative:
F/u report will be filed when eval is complete.